Event description:
During extracorporeal circulation in support of cardiopulmonary bypass surgery the arterial blood flow was stopped by the user. During the period of zero blood flow, air entered the extracorporal circuit and, when the blood flow was resumed, was pumped to the pt. There was no malfunction of the subject devices or any of their components.